Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, approximately two minutes into the ablation phase of the procedure, a fluid loss alarm message was generated. A cervical leak occurred at the far lateral aspect of the left cervix. The rate per minute of the fluid loss was 10 cc's per minute. The patient was reported to have a loose, patulous cervix and dilation was not necessary. The physician used two tenaculums during the procedure. During the procedure, the physician noticed a second degree burn located lateral to the cervix, 3 cm from the introitus in the left internal vaginal wall. The size of the burn was approximately 2 cm in size. The physician reported the burn as superficial and treated the affected area with estrogen cream. The procedure was completed with a different device. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.